Manufacturer narrative:
Product ID: 3889-28, lot# va0rn4w, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that the stimulator did not seem to be working like it used to anymore. When she got the urge to go, she could not wait. She was going through four pairs of underwear a day. The patient felt stimulation. She tried increasing stim and making adjustments to settings herself but that did not help. It was also noted that she changed the batteries in the programmer too and it did not help. She noted that in the past when she changed the batteries, it helped with symptoms. She last saw the health care professional around (B)(6) 2015 and he performed a device check and stated everything was fine. There was a gradual change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had no change in activity that led to the loss of therapeutic effect. The patient just plain because incontinent most of the time. The steps taken to resolve the loss of therapeutic effect was that the patient saw their health care provider (hcp) and they reprogrammed the device and instructed the patient in how to do it if they needed to in the future.